Manufacturer narrative:
Patient information was unavailable from the site. Concomitant medical products: other relevant device(s) are: product ID: bi80000013, serial/lot #: (B)(4). Product ID: bi71000542, serial/lot #: (B)(4), UDI#: (B)(4). Product ID: bi71000457, serial/lot #: (B)(4) UDI#: (B)(4). Product ID: bi71000578, serial/lot #: (B)(4), UDI#: (B)(4). Product ID: bi71000416, serial/lot #: (B)(4), UDI#: (B)(4). The manufacturer representative (rep) went to the site to test the imaging system. The rep completed the mechanical repair, readjusted the door switches, tested door open/close electrical several times. Then tested the door emergency open/close and tested manual door open/close and all worked as expected. After troubleshooting the issue that causes both the image acquisition system (ias) and mobile view station (mvs) to shutdown, the rep found it was caused by the gantry cable chain. The ordered new parts and will go back to replace them and complete the system checkout. After the rep resolved the mechanical issue, they completed the monthly calibrations (fluoro and rad) successfully. However, while the rep moved the rotor to ap position, the x-ray detector went to the bottom of the gantry, both ias and mvs shutdown. The manufacturer representative (rep) reported that the imaging systems gantry would not open. The account attempted an emergency gantry open procedure. However, there was too much resistance to manually open the door the rep suspected something was blocking the t-handle. After the rep troubleshot the issue, they found out that when they forced the door to open manually with resistance, the rep broke the winch cable slides, drive long handle and mvs cable lever. They replaced all parts that needed to be replaced and this resolved the mechanical issue. The issue that causes the ias and mvs to shutdown was the 48v on the system bus cable. The rep replaced the gantry cable chain and the issue resolved. They completed a full system checkout. All test passed successfully, the system was fully functional and ready for clinical use. They completed an annual planned maintenance (pm) successfully as well. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the gantry of the imaging system could not be opened. When attempting to open the door manually, there was significant resistance. It was suspected that the issue was due to a blockage for the t handle to operate. The surgeon opted to complete the procedure without the use of the imaging system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome.

Manufacturer narrative:
H3) the driver long handle was returned to the manufacture. After visual/physical examination the reported issue was confirmed. The long drive ratchet failed visual inspection. Pieces of the ratchet were broken off. Physically damaged was observed. B01 c07 d02 the gantry cable was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. Visual inspection of the cables and connectors passed. Cable chain assembly, candlesticks and x-ray tube cable assembly passed continuity testing. No problem was found. B01 c19 d14. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.